Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent deformation, stent embolism). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: unknown (root cause could not be determined). Inherent risk of procedure (stent deformation, stent embolism). (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context ¿ the nature of the damage to the proximal stent segments suggest the stent snagged on the tip of the guide catheter and/or the haemostatic valve as the device was withdrawn resulting in lifting and overlapping of the segments. (Deformation problem). Evaluation conclusions: related to operational context ¿ the nature of the damage to the proximal stent segments suggest the stent snagged on the tip of the guide catheter and/or the haemostatic valve as the device was withdrawn resulting in lifting and overlapping of the segments.

Event description:
Evaluation summary: the stent had moved proximally on the balloon with the proximal segment positioned over the proximal pillow and balloon bond. Crimp impressions were visible along the exposed distal section of the balloon. The balloon folds were partially opened and there was residue visible in the balloon. A number of proximal to mid stent segments were overlapping and deformed. A number of struts on the mid to distal segments were deformed. The 1st seven distal segments were slightly expanded but intact.

Event description:
Physician attempted to deploy a resolute integrity 4.0x18mm drug eluting stent. Target lesion location and morphology unknown. Lesion was pre-dilated. Stent was advanced but could not cross the lesion. It is reported that stent dislodged from balloon and when stent was removed it was noted that stent was deformed. No patient complications were reported. No clinical sequelae were reported.